Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('3.0 cm long extra coils that extend into the uterine myometrium') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The patient's medical history included anemia, pelvic pain, adenomyosis, intramural leiomyoma of uterus and multigravida. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: there were noted to be 3 coils extruding from each ostia at the end of the procedure concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device. Lot number: 629302 manufacturing date:2009-01 expiration date:2012-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('3.0 cm long extra coils that extend into the uterine myometrium') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The patient's medical history included anemia, pelvic pain, adenomyosis, intramural leiomyoma of uterus and multigravida. On (B)(6) -2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: there were noted to be 3 coils extruding from each ostia at the end of the procedure concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.